Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Patient was currently hospitalized blood glucose adjustment [blood glucose abnormal]. The piston rod of the novopen 3 had detached. [Device issue]. Case description: this serious spontaneous case from china was reported by a consumer as "patient was currently hospitalized blood glucose adjustment(blood glucose abnormal)" with an unspecified onset date, "the piston rod of the novopen 3 had detached.(device component detached)" with an unspecified onset date, and concerned a male patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "diabetes", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "diabetes." Patients height, weight and bmi(body mass index) were not reported. Dosage regimens: novopen 3: novorapid penfill: current condition: diabetes(from many years, type not reported). On an unknown date, the piston rod of the novopen 3 had detached and the patient was unable to locate the detached part due to confusion. The customer attributed the confusion to the patient's advanced age, though the issue occurred after using novonordisk product. On an unknown date, patient was hospitalized (onset and discharge date not reported) for recuperation and blood glucose adjustment. Batch numbers: novopen 3: unknown. Novorapid penfill: unk. Action taken to novopen 3 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "patient was currently hospitalized blood glucose adjustment(blood glucose abnormal)" was not reported. The outcome for the event "the piston rod of the novopen 3 had detached.(device component detached)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Case was reclassified from non-serious to serious on 07-may-2025 due to addition of event "blood glucose abnormal with seriousness criteria hospitalization". No further information available. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigation results name: novopen 3, batch number: xug0275. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken the product was not returned for examination. Name: novorapid penfill, batch number: unknown, no investigation was possible, because neither sample nor batch number was available since last submission the case has been updated with the following expected date of fu report extended in EU/ca tab. Further investigation updated in EU/ca tab. Investigation results updated. Device tab: is non-reportable and malfunction fields updated to no, returned to manufacturer updated to no EU/ca tab: final report check box ticked, expected date of follow up report removed, further investigations line updated device addendum tab: annex b c d g codes updated company causality updated for events narrative updated accordingly. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer comment: 18-jul-2025: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary name: novopen 3, batch number: xug0275 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun